Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 31, 2005. Based on qa assessment, the product met specifications at the time of release.the root cause of the reported events cannot be established.(B)(4)

Event description:
A customer reported that during cataract surgery, the system was making a strange noise and intermittent suction was experienced. The system was switched out to complete the case. There was no harm to the patient.